Event description:
Patient reported a possible right side deflation along with folds and a "lumpy" appearance. Additional information from MRI shows folding of the device. Additionally, patient reported right side capsular contracture, baker grade unknown. Healthcare provider confirmed right side deflation. Device has been explanted. This record pertains to the right side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on posterior, creases fold and wear abrasion. Leak test and microscopic analysis was performed which identified: delamination partial of the valve, striated opening on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage consist in the use of some surgical tool. A delamination partial of the valve (adhesive failure) creases are observed but have no relationship with manufacturing.

Manufacturer narrative:
(B)(4). Information contained in this report was previously submitted through asr on 23/apr/2012 and 28/jul/2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: crease/folding of implant, pain, deflation, and capsular contracture, baker grade unknown.

Event description:
Patient reported a possible right side deflation along with folds and a "lumpy" appearance. Additional information from MRI shows folding of the device. Additionally, patient reported right side capsular contracture, baker grade unknown. Healthcare provider confirmed right side deflation. Device has been explanted. This record pertains to the right side.